Event description:
A patient reported experiencing inaccurate erratic results with a surestep meter. The patient's blood glucose was 86, 225, 218, and 217 mg/dl within 10 minutes, with a difference of 36%. Patient did not experience any adverse events. No further info has been reported.